Manufacturer narrative:
Product was sent for histology analysis by (B)(4) (third party analysis laboratory) to assess bony in-growth. No structural analysis is performed. Based upon the complaint info and investigation, as well as review of the surgeon training manual and (B)(4), the most probable root cause for the recurrent pain is unk.

Event description:
On (B)(6) 2012, the surgeon performed a revision of a previously performed ifuse si joint arthrodesis. Three ifuse implants were placed. Per the surgeon, the pt developed recurrent symptoms that were similar in nature and in locations to the symptoms that were present prior to the si joint arthrodesis. The surgeon felt that all three implants were loose and that the pain was coming from the pt's si joint. The surgeon performed the revision surgery with the goal of removing all three ifuse implants and then placing the implants with two globus screws. The surgeon was unable to remove the proximal implant with osteotomes and the slap hammer. He elected to leave the proximal implant in place. He ultimately removed the second and the third implant. Both implants were removed with the assistance of osteotomes and the slap hammer. Both implants came out of the pt with chunks of bone adherent to the implants. The surgeon placed dbm putty in the hole created by removal of the second implant. The surgeon placed a globus 12 mm screw in the hole created by removal of the third implant. Si-bone's (B)(4) made the following assessment, "this is a case of symptomatic late loosening per the surgeon. The findings at surgery would suggest that the top implant was definitely not loose. There was some bone ongrowth on the second and third implants suggesting that they may not have been loose either. I have not been able to review any radiographic images. It is my opinion that the implants were not loose at the time of the revision surgery. I would classify this case as recurrent pain without loose implants."